Manufacturer narrative:
The main component of the system. Other relevant device(s) are: vamf4040c100tu, (B)(4) expiration date: 2014-08-20, (B)(4).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 37.2 cm in length thoracic aortic dissection. It was reported that the patient presented with chest and abdomen pain. The CT found a proximal type I endoleak. The investigator elected to surgical perform medial sternotomy with replacement of ascending aorta, aortic debranching and graft placement with separate stents to the left carotid and innominate arteries. Subject handled procedure well. It was reported that a three weeks later the patient presented with post-operative massive chest bleed and the patient expired. Per the investigator, the causes of the events were related to the pre-existing dissection and not related to the study device or the study procedure. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.